Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number, sample return and serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number, sample return and serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
On (B)(6) 2026, a patient reported a product quality issue with cannula noting that the replacement of cannula led to discomfort and redness on the abdomen. This caused pain at the site to the patient. On (B)(6) 2026, the patient went to urgent care as on the right side was drained for abscess and patient treated with antibiotics. On (B)(6) 2026, the patient admitted to the hospital for multiple procedures/ draining of abscess to left and right abdomen.